Event description:
A malfunction alarm occurred, displaying a malfunction code which was resettable. There was no adverse impact to the customer¿s blood glucose level. The customer received information on how to reset the pump and successfully reset it with no recurrence of the malfunction, allowing continued use of the pump. The customer was advised to call back if the issue recurred, which they understood and acknowledged.